Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call delivery anomaly on the insulin pump. Customer's blood glucose level went as high as 18.5 mmol/l. Customer advised their blood glucose levels began to rise after the manual injection had left their system. Customer believed that insulin pump therapy was unable to bring their blood glucose levels down. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running the fill tubing process. Customer was advised a replacement insulin pump would be requested as a precaution. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.